Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the complaint regarding the customer reported complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Energy delivery was performed on in-house system with no issue. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. No loose plastic part was found during visual inspection. Additional observation(s) not related to the customer reported complaint: 1). The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation found gouged at yaw pulley distal end with no exposed internal wire. No missing piece of the insulation wire. The instrument passed electrical continuity test. 2). The instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasions were found on the edge and surface of the bipolar yaw pulley. 3). The instrument was found to have thermal damage on bipolar yaw pulley. The unit passed electrical continuity test.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a piece of plastic was loose on the fenestrated bipolar forceps instrument. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain additional information; however, the customer could not provide further information.